Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Event description:
It was reported that during a nephrectomy procedure, the reload was loaded into the stapler. The reload locked out on the first firing. The reverse button was used. The jaws of device were opened. The reload semi-slipped out of jaws while removing stapler and reload from patient. A new reload was opened. The stapler was swished. The stapler and reloads worked well on the next three firings. There were no adverse consequences for the patient.